Event description:
It was reported that a patient's device was replaced with a new device in (B)(6) 2012 due to lead migration. No further information was reported.

Manufacturer narrative:
Product ID, 3093-28 lot# v792255, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).